Event description:
In 2009, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra meter was prompting an "ER 2" message. The complaint was classified based on the customer care advocate (cca) documentation, since the medical surveillance specialist was unable to reach the patient by phone. The patient reported that the alleged error message first appeared on the afternoon of the day before. Per the onetouch ultra owner's booklet, a used test strip or a problem with the meter could cause this error message. Immediately after obtaining the error message, the patient claimed she began to feel shaky and weak. The patient denied receiving medical treatment. The customer care advocate (cca) noted that the patient had not tested her blood glucose for several months prior to when the issue began. At the time of troubleshooting, the cca noted that the subject strips, the patient was using were past their expiration date. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.